Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, upon inflation the balloon rupture. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.